Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that a piece of the customer's insulin pump broke off by the battery compartment. Customer's blood glucose was 103 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.